Event description:
It was reported via repair work order that the cot retaining post was broken preventing the cot from being secured to the fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.